Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he obtained blood glucose readings of 271 mg/dl at 9:55 a.m. And 305 mg/dl at 10:01 a.m. On the contour next link 2.4 meter. The customer performed repeat testing at 10:01 a.m. On a non-ascensia meter and obtained a reading of 134 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter kit and test strips were sent to the customer.

Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter and contour next test strips form lot # 8lpec05a for evaluation. The lot of test strips returned by the customer was different from lot # 9bpef07a, which was originally indicated by the customer to be involved in the event. An in-house testing was performed using the returned meter and returned test strips, which gave satisfactory performance. Testing was also performed using the returned meter with in-house contour next test strips from lot # 9bpef07a, which gave satisfactory performance.